Event description:
It was observed that during the device evaluation, the bending section cover of the cystonephrovideoscope is chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is attributed to an expected or random component failure, with no evidence of a design or manufacturing issue, and is likely related to stress-induced failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.